Event description:
It was reported that the customer's batteries were draining rapidly and the alarms on the pump started to go off randomly. The customer's insulin pump also experienced a battery out limit alarm. Her blood glucose level was 235 mg/dl. The customer reported that they did not receive a low battery alert prior to the off no power alert. There is a scratch on the screen. The customer was advised that she could continue wearing the insulin pump until the replacement arrives if they insert a new battery. The product was returned. Nothing further to report.